Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. Root cause: can not duplicate with retains. A review of complaint history did not identify any adverse trends. Source: phone.

Event description:
Reported 1 false positive flu a and 3 false positive flu b out of 33 asymptomatic and symptomatic patients tested. Results were not confirmed.